Event description:
The consumer reported their therapy hadn't been working as well as it had in the past, so the consumer wen to use the patient programmer (pp) to adjust the settings, but for some reason the consumer wasn't able to see the normal therapy screen to make adjustments. It was stated they did replace the pp batteries and would like to just make some adjustments so they could get some relief. The consumer attempted to sync pp with the implantable neurostimulator (ins), but they were seeing the warning screen indicating that the ins charge level was low and stimulation had stopped. It was noted that the patient would recharge ins either to half or to full and then use pp to make adjustments to settings. Additional information received from the patient indicated that the circumstances that led to the therapy not working as well as it used to included going through an x-ray machine at the airport due to numerous metal parts and battery. The x-ray turned it off the first time it happened and the patient missed that the unit was off, and the patient just had a knee replacement and was on four times the oxycodone they usually take. Steps to resolve the issue included reviewing how to turn it on. The patient was trying to increase the charge level and nothing happened. The patient was told to charge the internal battery and it worked. It was noted that it was now working great. The patient checks each time they have the screening done to make sure it was still functioning. Indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.